Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) and aborted two instances of high voltage therapy due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was stable.